Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that on (B)(6) 2013, the patient could not complete calibration and the antenna was missing for more than 3 hours. At the time of contact with dexcom technical support, patient reported to be in fine condition and did not report any medical intervention or injuries.